Manufacturer narrative:
Due to character limitation, below field are added from e1 - the full event site name is (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
User called into emergency support program (esp) line to request support with an iab catheter restriction alarm and kink. No harm or injury reported.